Manufacturer narrative:
The customer stated that the needle did not fully retract after firing. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed the non-retracted needle (which would have been visible through the pod's viewing port) and have deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.

Event description:
The report indicated that the customer's bg levels rose significantly within the first day of activating a pod; high bg's (greater than 500 mg/dl) were experienced. When the pod was removed, the customer noticed that the "needle was partially extended", and that the cannula showed signs of being "badly kinked". No alarm was initiated by the pod. The device will be returned for eval.